Manufacturer narrative:
(B)(4).

Event description:
It was further reported in adjudication that on (B)(6) 2013, stent thrombosis associated with the event mi occurred in the previously placed study stent in proximal lad. Previously it was reported the ECG was performed and revealed a normal sinus rhythm with low voltage qrs; cannot rule out inferior infarct; abnormal ECG. Now it is reported that ECG revealed severe st elevations in the anterior leads. At the time of event, the subject was on prasugrel and the study drug protocol was last taken on (B)(6) 2012.

Event description:
(B)(4) trial. It was reported that post stenting treatment procedure, patient experienced st elevation myocardial infarction and target vessel revascularization occurred. In june 2011 the subject presented with recurrent chest pain radiating to left arm associated with shortness of breath and nausea. The subject was diagnosed with non-st elevation myocardial infarction. Cardiac catheterization was recommended. Target lesion #1 was a de novo lesion, located in the proximal lad with 80% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation followed by placement of a 2.25 x 24 mm taxus liberte stent with 0% residual stenosis. The subject was discharged the same day on aspirin and prasugrel. In (B)(6) 2013 the subject presented with severe chest pain with distress. ECG revealed normal sinus rhythm with low voltage qrs; cannot rule out inferior infarct; abnormal ECG. Troponin value was found to be elevated. The subject was diagnosed with st elevation myocardial infarction and the subject was hospitalized on the same day. Cardiac catheterization was recommended. At the time of the event, the subject was on aspirin and not on study drug; the study drug was last taken a year ago. Coronary angiography revealed a total proximal occlusion at the previously placed study stent with timi-0 flow in the lad. The subject was referred for pci. The 100% in-stent restenosis of study stent in proximal lad was treated with balloon angioplasty and placement of 2.5 x 18 mm non-bsc stent. Following post dilation, residual stenosis was 0% with timi-iii flow. Of note during the tvr, the subject experienced arrhythmias which was treated medically. Also post intervention the subject had an elevated end diastolic pressure which was treated with placement of intraaortic balloon pump. Cine fluoroscopy of the intraaortic balloon pump confirmed appropriate position. The event was considered resolved without residual effects. The subject was started on aspirin and prasugrel. No further information is available at this time.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).